Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported device did not work when the plunger was removed was not confirmed as all device components were not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported a puncture closure of an unspecified vessel using a proglide device was attempted relevant to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device did not work when the plunger was removed. A second proglide device was used with the same results. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. Although the name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device and established in the preclose technique. No additional information was provided.